Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas) and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The log files originally submitted by the account contained no data for review. Multiple attempts were made to obtain additional information from the customer regarding the event including log files; however, no further information was provided. The patient remains ongoing on heartmate hmii lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii lvas. Section 6, "patient care and management", also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ventricular tachycardia with unsuccessful shocks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.